Manufacturer narrative:
The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. It was noted that a perforation of the septum was suspected; however, this was not confirmed. Subsequently, the lead was explanted and replaced. This lead is anticipated to be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. It was noted that a perforation of the septum was suspected; however, this was not confirmed. Subsequently, the lead was explanted and replaced. This lead is anticipated to be returned.